Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg had migrated. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patients ipg had migrated. The patient underwent an ipg replacement procedure. No device malfunction was suspected.